Event description:
Litigation alleges that the patient suffered intermittent pain, stiffness, soreness, discomfort; difficulty sleeping, sitting, walking and elevated levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to a little bit of calcar resorption, bony overgrowth and no ingrowth on the acetabular cup. The information received does not change the MDR decision. Sales rep reported revision surgery. Patient was revised to address loosening. The complaint was updated on: (B)(4) 2013

Manufacturer narrative:
Depuy still considers this investigation closed.